Event description:
Device 1 of 2 reference MFR report: 1627487-2014-04200 additional review of the patient's medical chart identified the patient's scs system was explanted due to unintended stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-04200. It was reported the pt was experiencing the ipg turing on and off randomly w/o prompting. The pt reported using the magnet to turn the sys on and the programmer to turn the stimulation off. The sjm rep met with the pt and turned the magnet mode off to attempt to resolve the issue. The pt reported the stimulation was too strong when the sys would turn on and she would experience overstimulation until it was turned off. Additional information was received indicating the pt also experienced heating at the ipg site with recharging. The pt reported surgical intervention was to be undertaken to explant the scs system at a future date.